Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The samples received with inner blister, outer blister but without cover foil. The samples show no macroscopic signs of damage. The samples show no signs of surgery residues and are returned in a opened status. The samples were visually inspected with the aid of a photomicroscope with various magnifications. The samples were functionally tested. It was noticed that the scissors were able to cut according to manufacturer's specification. The customers complaint is not confirmed a root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No action was taken as the returned samples met specifications for tests performed in relation to the reported event. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating scissors would not perform the cutting action during the surgery. Procedure was completed by using the alternative product. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).